Event description:
It was reported that the customer was hospitalized due to unexplained high blood glucose and dka. Customer's blood glucose reading at the time of hospitalization was 380 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to faulty force sensor. Unable to perform the basic occlusion, occlusion, excessive no delivery alarm due to prime fill anomaly. Unit alarmed button error followed by intermittent button due to corroded keypad traces. Unit had cracked case at display window corners, cracked battery tube threads and missing end cap sticker.